Manufacturer narrative:
The device was not returned for evaluation. A review of the corrective and preventive actions (CAPA) database for the reported product was performed and revealed no complaint assessment capas. Production record and similar incident query reviews were not performed because the part and lot numbers were not reported, and the product was not returned for analysis. A conclusive cause for the reported stent dislodgement could not be determined. Stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, forced sheath removal, handling of the stent during preparation, interaction with the anatomy, or interaction with accessory devices. In this case, it is possible that the omnilink elite may have interacted with accessory devices during advancement, contributing to the reported stent dislodgement; however, without the device to examine, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3, b6: dates estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat a lesion in the external iliac artery. A 6x45mm sheath was advanced with the omnilink elite balloon expanding stent (bes) to the target lesion. However, during removal of the sheath the stent became dislodged from the balloon and the stent slide down the shaft of the delivery system. Therefore, the bes was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. The procedure was competed with a non-abbott stent. No additional information was provided.